Event description:
It was reported that there was lead migration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# unknown. Product type: lead. (B)(4).